Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an error 64 that appeared on the system intra-operatively. The site rebooted the system and the issue was resolved. There was no impact on patient outcome and no surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0. H3, h6) the system was serviced in the field and the system was functional upon checkout, however, it was noted there was a software failure. Codes b01, c10, and d18 are applicable. H3, h6) software data was returned and analysis confirmed the reported event. With the provided archives, the reported behavior was unable to be reproduced in-house, however, the logs captured a segmentation fault. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.